Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server hardware failed and was not connected to the server after turning it off for 10 minutes and troubleshooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes upon investigation of the actual device used in this incident, it was determined that the device was stuck on agent downloading. A technical support specialist (tss) connected to the es server, the station was confirmed to be uploading successfully with no sync errors, but remote support service (rss) logs consistently showed domain name system (dns) related communication errors indicating that the station was unable to resolve the es application server hostname. Following knowledge article "medstation es ¿ one or more 1.7.x through 1.11 stations not communicating ¿ dns resolution failure", the customer was advised to engage hospital information technology (it) to investigate dns resolution issues. Multiple follow-ups were conducted with customer and hospital it personnel, during which dns server details, station internet protocol address, destination address, and port (11001) were provided for troubleshooting. Although hospital it initially stated they were not responsible for the dns issue. Later investigated the network configuration and confirmed that the issue was resolved by the hospital it. Subsequent log reviews showed no new dns errors. Since communication was restored and no further incidents were reported. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server hardware failed and was not connected to the server after turning it off for 10 minutes and troubleshooting. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.